Manufacturer narrative:
Initially it was reported that the patient was recovering. An update was received on (B)(6) 2021 stating that the patient had fully recovered. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Manufacturer narrative:
(B)(6). Component code of ¿appropriate term/code not available" represents "no findings available." Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure for with thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. The patient suffered delayed cardiac tamponade. There was no change during the procedure and occurred after the procedure was completed. The patient is recovering. The event occurred on (B)(6) 2020, but it was only communicated later during conversation with the physician. The physician¿s commented that relationship between the product and the issue was unknown. No further information was available. Multiple attempts had been made to obtain clarification to this complaint. However, no further information had been made available. Initially the only biosense webster, inc. Product reported was the carto 3 system. With the information available, the event was assessed under the carto 3 system as a concomitant product. It was related to an event, but the device listed was not attributed to the causality of the event. The potential risk that it could cause or contribute to a death or serious deterioration in state of health was remote. On 11/6/2020 additional information was received that a thermocool® smart touch® sf bi-directional navigation catheter was used in the procedure. This adverse event was re-assessed as MDR reportable under the thermocool® smart touch® sf bi-directional navigation catheter. The awareness date for this adverse event under the thermocool® smart touch® sf bi-directional navigation catheter is (B)(6) 2020.